Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as sores leaking fluid around te pad. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a salve for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.